Event description:
It was reported that the patient had her device removed from her back and placed in the front right side, and it was reprogrammed after implant. The reporter indicated that the device had to be moved to the front due to it "dropping down and patient sitting on it." This was indicated to have happened about a month prior to being reported. Refer to regulatory report # 3004209178-2012-12184 for additional patient and device information.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).